Event description:
Revision surgery- the pt had a total hip arthroplasty performed in 2007, but recently fell and developed an acetabular hematoma. In turn, the hip became infected, and the infection spread into joint capsule. As a result, the surgeon proceeded to remove the metal-on-metal liner and cocr head and replaced them with a hxl poly liner and cocr head.